Manufacturer narrative:
Based on the information available, no patient injury occurred. It should also be noted that the dimensional evaluation of the sample confirmed it was within specification. The evaluation of the returned sample was delayed due to covid-19.

Manufacturer narrative:
Filing for initial report. Investigation of the returned sample has been delayed due to covid-19. Based on the information available, no patient injury occurred. This event is being reported based on its similarity to a previous submission.

Event description:
Guidewire frayed.